Manufacturer narrative:
The patient had osteoporosis and very weak bone. On 04 january 2017 the medical affairs performed a clinical evaluation and commented as follows: intraoperative femoral fractures are known possible adverse events in total hip arthroplasty, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. According to the report, this patient's bone was osteoporotic and weak. Hence, in this case, there is no reason to suspect a malfunctioning device. Batch review performed on 13 january 2017. Lot 1550910: (B)(4) items manufactured and released on 24 november 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Device not available

Event description:
During broaching of stem, the femur bone cracked (femur fracture). The surgeon implanted then a different stem and some cerclage (in order to increase the stability of the stem). The surgery was performed successfully.